Event description:
It was reported via repair work order that the cot would not stop raising due to the slider magnet falling out. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.